Event description:
The end user states the chair wasn't plugged into a power source, however, the chair caught on fire. The end user states the wire that goes from the joystick to the controller caught on fire. No injures but the fire caused burns on the flooring.